Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device #2) and bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of ventralex st (device #1). Per op notes, ¿the hernia sac was identified and reduced. A ventralex st (device #1) was placed using prolene sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent incarcerated incisional hernia with pain thereby underwent open repair with excision of ventralex st (device #1) and implant of ventrio st (device #2). Per op notes, ¿the old mesh (device #1) was identified and excised. Three hernia defects were identified with incarcerated fat was excised. The sac was reduced. Adhesions were taken down. A ventrio st (device #2) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per op notes, ¿an indirect hernia sac was identified and reduced. A bard flat mesh (device #3) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #4). Per op notes, ¿an indirect hernia sac was identified with incarcerated fat was excised. The sac was excised. A bard flat mesh (device #4) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.